Event description:
A compat enteral feeding tube was placed in a pt on (B)(6). Advancement of the tube to the intestine requires serial abdominal x-rays to assure adequate placement. On the 3rd x-ray it was found the metal weight on the distal end of the feeding tube had become disconnected from the rest of the tube. Daily x-rays have been done since then to assess the progress of the metal weight and was assessed to be intact and slowly progressing through the small intestine. However, today the weight appears to have broken up into pieces. The product is manufactured with four individual tungsten weights in the tip formed bolus tube. This is the reason for the product appearing to be broken into pieces.

Manufacturer narrative:
Facility reported "however today the weight appears to have broken up into pieces". The product is manufactured with 4 individual tungsten weights in the tip-formed bolus tube.